Event description:
It was reported that a revision procedure was performed for the right atrial (ra) lead due to lead dislodgement. The right atrial automatic threshold (raat) test had failed previously. There was noise noted when the revision was performed. This ra lead remains in service. No additional adverse patient effects were reported.